Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. Tandem technical support had the customer perform a system check and the occlusion appeared to be within the infusion set tubing; however, the customer was to change out the cartridge and use one from another box.